Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 9.4-11.7 cm from the distal tip. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise an event observed during analysis.